Event description:
It was reported that an unspecified number of bd nexiva dual port 24ga 0.75in (0.7 mm x 19 mm) experienced leakage during use. The following information was provided by the initial reporter: nurse stated that patient reported ¿something is leaking¿ shortly into his infusion. Nurses went to assess the patient and found there was a small amount of chemo leaking from the extension set tubing, approx 1 inch away from the y site and nfds. They said there was a small hole in the tubing. Cannula was removed and disposed of. Patient re cannulated and continued treatment successfully. Only record of the cannula kept was the batch number, 9064832.

Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nexiva dual port 24ga 0.75in (0.7 mm x 19 mm) experienced leakage during use. The following information was provided by the initial reporter: nurse stated that patient reported ¿something is leaking¿ shortly into his infusion. Nurses went to assess the patient and found there was a small amount of chemo leaking from the extension set tubing, approx 1 inch away from the y site and nfds. They said there was a small hole in the tubing. Cannula was removed and disposed of. Patient re cannulated and continued treatment successfully. Only record of the cannula kept was the batch number, 9064832.